Manufacturer narrative:
(B)(4). Secondary. Excessive. Eval results - visual inspection of the returned lens showed the lens was returned in liquid and piece of a haptic plate was missing. (B)(4).

Event description:
The reporter stated that the surgeon implanted the micl13.2 implantable collamer lens on (B)(6) 2010 and the lens was explanted on (B)(6) 2010 because it was too long. A shorter lens was implanted and the pt is doing fine. The reporter stated the incident was the result of a mismeasurement and not related to the lens. The reporter is for the right eye. See MFR report # 2023826-2010-01100 for the left.